Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and had difficulty charging it. The patients lead had migrated and had high impedances. No device malfunction was suspected. The patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively, and the explanted devices will not be returned per hospital policy.